Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had defective response buttons. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the response buttons were defective. The cause for the defective response buttons could not be positively identified but is likely defective switches. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any deficiencies.